Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events - 5 events were reported for this quarter. Product return status - 5 devices were received. Additional information: 5 devices were not labeled for single-use. 5 devices were not reprocessed or reused.

Event description:
This report summarizes 5 malfunction events in which the device had a component detach and fractured. 5 events had the problem identified during a non-clinical procedure; there was no patient involvement.